Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The initial info from the physician indicated only that a problem with the device occurred and the physician stated that the stomach may have been pierced. Upon following up with the physician, we confirmed there was difficulty with releasing the clip during deployment. The clip eventually deployed and the catheter of the deployment device could be seen still against the clip and tissue site by endoscopic view. Even though the clip deployed, the handle of the clip deployment device broke. Specifically, the drive wire disconnected from the handle. The gi technician may have pressed hard on the handle in response to the difficulty with clip deployment. It was believed that the hook pierced the pt's stomach but no harm to the pt was reported. A device made by another company was used to complete the procedure.

Manufacturer narrative:
A section of the device did not remain in the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire has separated inside the handle. The device was returned without the clip therefore a functional test could not be performed. The drive wire had a bow at the proximal end indicating adequate securing component assembly. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hoot of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requires prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.